Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down while plugged in. The iabp unit was able to be turned back on and was then swapped out with another iabp unit to continue therapy without issue. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical center. Testing of actual/suspected device ((B)(4)): a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse identified codes 111, 118, and 112, in that order, with 111 and 118 concomitant. Coiled cord feels secure and snug to the top of the console. Code 118 related to wdt video, thus narrowing issue down to the video generator board. Noteworthy, video generator board fan moderately dusty. All other parameters within specifications. Strips will be collected on subject unit for investigation. No signs of fluid ingress internally. The fse replaced video generator board to address code 118. Unit is circa 7 years old. The executive board, based on the last 5 years of available reporting, has never been replaced. Replaced executive processor board, as a precaution and ahead of 8 year replacement pm requirement. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (investigation findings), h10, h11 corrected fields: h10. Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse identified in the iabp log files, codes 111, 118, and 112, in that order, with 111 and 118 concomitant. The coiled cord felt secure and snug to the top of the console. Code 118 related to wdt video, thus narrowing the issue down to the video generator board. The fse noted that the video generator board fan was moderately dusty. All other parameters were within specifications. Strips will be collected on subject unit for investigation. No signs of fluid ingress internally. The fse replaced video generator board to address code 118. Additionally, it was observed that the unit is 7 years old and that the executive processor board, based on the last 5 years of available reporting, has never been replaced. The fse replaced the executive processor board, as a precaution and ahead of 8 year replacement pm requirement. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Manufacturer narrative:
Updated fields: b4, d9(device available for eva & return to manufacture date), e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10 additional information: tel - (B)(6) it was reported that the cardiosave intra-aortic balloon pump (iabp) unit shut down while on patient. A getinge field service engineer (fse) stated, unit shut down while on patient between the late hours of 14 april and early hours of 15 april. Unit while plugged to a ups outlet, thus operating on ac, shut down. Users turned unit back on without issue. Cathlab first thing in the morning completed a leak test without issue. Melissa (last name unknown) passed unit to biomed for resolution. Reported on site on 15 april. Unit runs without issue with testing catheter and trainer. Identified codes 111, 118 (watch dog timer for video), and 112, in that order, with 111 and 118 concomitant. Coiled cord feels secure and snug to the top of the console. Ode 118 related to wdt video, thus narrowing issue down to the video generator board. The video generator board fan moderately dusty. All other parameters within specifications. Strips ll be collected on subject unit for investigation. No signs of fluid ingress internally. Replaced video generator board (d040-00-0456) to address code 118. Unit is circa 7 years old. The executive board, based on the last 5 years of available reporting, has never been replaced. Replaced executive processor board (d670-00-0770e), as a precaution and ahead of 8 year replacement requirement. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. There was patient involved but no harm reported. The defective components were received for further investigation. The executive processor board part number 0670-00-0770 was observed per the cardiosave service manual part number 0070-00-0639 revision p with no visual damage. The national repair center installed the executive processor board serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the executive processor board to factory specifications per procedure number (B)(6) revision c and the cardiosave service manual part number 0070-00-0639 revision p. Error codes fault 100, 112,111, and 118 were in the error log. Nrc could not duplicate error. Executive processor board will be sent to the supplier per procedure number (B)(6) revision aj. Multiple parts are associated with this complaint. The video monitor board part number 0670-00-1169 s/n (B)(6) was observed per the cardiosave service manual part number 0070-00-0639 revision p with no visual damage. The national repair center installed the video monitor board into the cardiosave test fixture serial number (B)(6) and tested the video monitor board to factory specifications per procedure number (B)(6) revision c and the cardiosave service manual part number 0070-00-0639 revision p. No problem was found - could not confirm error codes. Video monitor board will be sent to the supplier for future failure analysis per procedure number (B)(6) revision aj.0670-00-1169- the new supplier escatec, will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure number (B)(6) rev.al. The video generator board part number serial number (B)(6) was observed per the cardiosave service manual part number 0070-00-0639 revision p with no visual damage. The national repair center installed the video generator board into the cardiosave test fixture serial number (B)(6) and tested the video generator board to factory specifications per procedure number (B)(6) revision c and the cardiosave service manual part number 0070-00-0639 revision p. No problem was found - could not duplicate error codes. . Video generator board will be sent to the supplier for future failure analysis per procedure number (B)(6) revision aj. Part 0670-00-0781 no longer able to be tested by the supplier. Retaining the part in the failure analysis and testing department per procedure number (B)(6) rev. Aq. The fat dept. Received part number 0670-00-0770 pcb power management serial number (B)(6) from the supplier.hi-pot test failed due to components r125, r288, r130, r123, r284, r295 are damaged, when testing fct, skipping the one wire test step because the formatting of the serial number and model differs from the current version. All other steps pass successfully. The current fct program cannot detect with error code described with the error related to the watch dog timer. Engineering suspects an issue with one of the following components: u26, u14, u27, u3 and u53. Please see attached report document from supplier. Retaining this board in the fat dept. Per procedure (B)(6) rev aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) stated, unit shut down while on patient between the late hours of (B)(6) and early hours of 15 april. Unit while plugged to a ups outlet, thus operating on ac, shut down. Users turned unit back on without issue. Cathlab first thing in the morning completed a leak test without issue. Rn passed unit to biomed for resolution. Reported on site on (B)(6) . Unit runs without issue with testing catheter and trainer. Identified codes 111, 118 (watch dog timer for video), and 112, in that order, with 111 and 118 concomitant. Coiled cord feels secure and snug to the top of the console. Ode 118 related to wdt video, thus narrowing issue down to the video generator board. The video generator board fan moderately dusty. All other parameters within specifications. Strips ll be collected on subject unit for investigation. No signs of fluid ingress internally. Replaced video generator board to address code 118. Unit is circa 7 years old. The executive board, based on the last 5 years of available reporting, has never been replaced. Replaced executive processor board as a precaution and ahead of 8 year replacement requirement. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. There was patient involved but no harm reported. The defective components were received for further investigation. The executive processor board was observed per the cardiosave service manual with no visual damage. The national repair center installed the executive processor board into the cardiosave test fixture and tested the executive processor board to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number. Error codes fault 100, 112,111, and 118 were in the error log. Nrc could not duplicate error. Executive processor board will be sent to the supplier per procedure number 0002-07-d008 revision aj. Multiple parts are associated with this complaint. The video monitor board was observed per the cardiosave service manual part number 0070-00-0639 revision p with no visual damage. The national repair center installed the video monitor board into the cardiosave test fixture and tested the video monitor board to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision p. No problem was found - could not confirm error codes. Video monitor board will be sent to the supplier for future failure analysis per procedure number 0002-07-d008 revision aj. The new supplier escatec, will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure number 0002-07-d008 rev.al the video generator board was observed per the cardiosave service manual part number 0070-00-0639 revision p with no visual damage. The national repair center installed the video generator board into the cardiosave test fixture and tested the video generator board to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision p. No problem was found - could not duplicate error codes. . Video generator board will be sent to the supplier for future failure analysis per procedure number 0002-07-d008 revision aj. Part no longer able to be tested by the supplier. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The fat dept. Received exec. Processor board from the supplier. Hi-pot test failed due to components r125, r288, r130, r123, r284, r295 are damaged, when testing fct, skipping the one wire test step because the formatting of the serial number and model differs from the current version. All other steps pass successfully. The current fct program cannot detect with error code described with the error related to the watch dog timer. Engineering suspects an issue with one of the following components: u26, u14, u27, u3 and u53. Please see attached report document from supplier. Retaining this board in the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
On 08/08/2024: root cause has been added. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.